Event description:
Rotating stalk bored into lip...injury...deep hole [lip injury] swollen lip [lip swelling] pain - lip [lip pain] head has come off - oral-b [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head came off of the oral-b vitality pro toothbrush. The rotating stalk bored into her lip, causing injury/a deep hole and a swollen lip. No serious injury was reported. 28-jun-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3708. The concomitant product lot was 2236b211h0 / 3ua22811508. No serious injury was reported. 01-aug-2023 case update from information initially received on 11-jul-2023: the suspect product was oral-b power oral care refills trizone eb30. No serious injury was reported. 03-aug-2023 follow up via e-mail: the consumer reported that she experienced (lip) pain. She also reported that her lip was still slightly swollen. No serious injury was reported. 30-aug-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
30-aug-2023 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Rotating stalk bored into lip...injury...deep hole [lip injury]. Swollen lip [lip swelling]. Head has come off - oral-b [device breakage]. Case narrative: female consumer via e-mail stated that the oral-b toothbrush head came off of the oral-b vitality pro toothbrush. The rotating stalk bored into her lip, causing injury/a deep hole and a swollen lip. No serious injury was reported. 28-jun-2023 follow up via images: the concomitant product was oral-b power rechargeable toothbrush handle 3708. The concomitant product lot was 2236b211h0 / 3ua22811508. No serious injury was reported.